Manufacturer narrative:
May 2017 bimonthly asr report exemption e2013025 the total number of events for product classification code pag is 12. Qty 9- pelvilace biourethral support system 2 needle introducers, 1 disposable handle, 4 tissue connectors, 1.5cm x 50cm porcine acellular collagen matrix sling qty 2- pelvilace to biourethral support system qty 1- pelvilace to biourethral support system needle and implant hook needle 50cm h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
May 2017 bimonthly asr report.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2017 through april 30, 2017.